Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer tried to deliver a bolus for a meal but the numbers on the insulin pump kept scrolling up and would not stop. The insulin pump alarmed battery out limit. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the down arrow button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.